Manufacturer narrative:
Device used for treatment not diagnosis. Sex: female. Manufacture review found nonconforming report us1063103 for raw material 21012, lot 6895938, heat hc15305, because of incorrect heat number. A new cert obtained from the supplier checked for correctness and was added to the DHR. This nonconformance is not relevant to the complaint because the documentation issue does not affect the function of the device. Pde evaluation - thread damage near the front of the nut and the anodize finish has been removed from that section of the thread and the front of the flange outside diameter. This is not manufacture related. Conclusion: because of the damage condition, not all relevant features can be verified. Product development event evaluation: the set contains instruments to help persuade/bend the rods to accommodate a wide variety of surgical instances and patient anatomy. Since there is not enough information concerning the placement of the rod during the procedure, this complaint is a deemed indeterminate from a design perspective. Correction, awareness date (B)(6) 2013.

Event description:
Surgeon was performing t10 to illium fusion with uss dual opening and could not get the nut to thread on top of the screw for the left illium. He stripped out several nuts and screws trying to get one to hold and bent one hook and screw holder. All broken pieces removed and more than 30 minutes delay and procedure completed successfully. Report 14 of 14 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Add'l pro codes: mni, mnh, kwp, kwq. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the design evaluation report states that the surgeon had difficulty engaging the nuts on the uss screws while seating the rods with the collars. This may have been due to the rod not being fully seated in the screw. If the nut is not placed proper aligned with the mating pedicle screw threads, cross-threading can occur damaging the screw and nut. (B)(4)